Manufacturer narrative:
Received two photos from the customer. One photo showed water droplets along the tubing. One photo showed water leaking from the top of the drip chamber. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Leakage of an unspecified fluid/infusate from the drip chamber of a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch was reported during a patient's infusion. There was no unprotected chemo exposure and there was no harm to the involved patient.